Manufacturer narrative:
Title: device landing zone calcification and its impact on residual regurgitation after transcatheter aortic valve implantation with different devices citation: european heart journal ¿ cardiovascular imaging 11 june 2015 authors: moritz seiffert, buntaro fujita, maxim avanesov, clemens lunau, gerhard scho¨n, lenard conradi, emir prashovikj, smita scholtz, jochen bo¨rgermann,werner scholtz, ulrich scha¨fer, gunnar lund. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the impact of calcification patterns on residual aortic regurgitation (ar) after transcatheter aortic valve implantation (tavi) with different transcatheter heart valves (thv) in patients with severe aortic stenosis. All data were collected from two centers between january 2012 through december 2013. The study population included 537 patients predominantly female; mean age 81 years, of which were implanted with edwards sapien xt (254), medtronic corevalve (123), jenavalve (62), medtronic engager (56), and symetis acurate (42) prostheses (serial numbers not provided). Among all patients, adverse events included: annulus rupture (3 mdt), permanent pacemaker implantation (93 overall); paravalvular leak (pvl) (312 overall). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the permanent pacemaker and paravalvular leak (pvl) events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.